Event description:
Customer reported she feels her insulin pump is not working correctly. There are cracks in the reservoir compartment. She has had consistent high blood glucose in the early afternoons for a week. Customer changed her infusion set three times, but her blood glucose remains high. Customer's blood glucose is 435 mg/dl. She treated with a manual injection. In troubleshooting, the drive support cap appeared normal. There was no air in the tubing. Insulin exited during the manual prime. There was no leak. The settings and history are correct. The device passed the high pressure test. The cannula was not bent. Customer was advised that high blood glucose were often caused by site or set issues. The device is being replaced due to the physical damage. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement test, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. No unexpected no delivery alarms were noted. The device was tested with a water fill test reservoir and no bubbles anomaly noted. The unit was received with cracked case at the display window corners, reservoir tube and battery tube threads, and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.